Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 436 mg/dl, which was treated with manual injection. The customer stated that normally when the no delivery alarm occurred, she would be able to resolve the issue eventually; however, during this event, she stated that she tried to resolve the alarm 6 times without resolution. She stated that she had been receiving no delivery alarms for about 2 months. Upon troubleshooting, the customer stated that she changed the infusion set, and insulin did successfully exit during a manual prime. Nothing further reported.